Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the netherlands. It was reported that patient faced infusion set issue on (B)(6) 2026. The infusion set was in use and reported that adhesive did not stick due to sweating. No further information available.